Event description:
The battery was overdischarged; it had not been charged for nine months to a year. Following the physician mode recharge and power-on-reset, the patient had stimulation back out only on the right side of her body from the hip to knee. An impedance test was performed and contacts 0, 8, 10, and 11 had impedances greater than 3,600 ohms. Contacts 1, 2, 3, and 9 were programmed as active contacts which only covered the right hip to knee. The patient was instructed on the importance of keeping the battery charged. She was not a candidate for surgical revision due to other medical issues; no surgical intervention was planned.

Manufacturer narrative:
(B) (4).